Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device was thoroughly analyzed. The cylinders were visually and microscopically examined. It was identified that the rear tip was trimmed down to 17cm which would have occurred during implant. No other visual abnormalities or damage were identified. No specific device allegation was reported. In addition, device analysis was unable to identify any anomaly with the returned device. Therefore, an investigation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a replacement surgery to replace tactra device with inflatable penile prosthesis (ipp) device due to unspecified reason. There were no patient complications.